Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level, value not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.